Manufacturer narrative:
The hill-rom technician has not investigated the bed yet. Per the hill-rom user manual, a side rail does not latch: make sure the side rail or side rail mechanisms is not blocked by an item such as a bedside cabinet, a hose, a cable, bed linens or clothing. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006. It is unknown if the facility performed any other preventative maintenance on this bed. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report the account stating the right foot siderail wouldn't latch. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).